Manufacturer narrative:
(B)(4). The DHR for the alleged instrument has been reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha facility as part of a 50 pc. Lot in december of 2016. The alleged instrument has not been returned for evaluation and we have not received any pictures or videos from the customer therefore we are unable to validate this complaint. All the instruments from this lot where 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line at this facility.

Event description:
It was reported that during the surgical laparoscopic procedure, the applier does not open the clamp and it is not possible to engage the clip.

Event description:
It was reported that during the surgical laparoscopic procedure, the applier does not open the clamp and it is not possible to engage the clip.

Manufacturer narrative:
Qn#(B)(4). The DHR for the alleged instrument has been reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha facility as part of a 50 pc. Lot in december of 2016. The returned device was evaluated and found that when activating the handle mechanism , the jaws would not open or close therefore we are able to validate this complaint. The instrument was disassembled for further evaluation and it was found that the end of the drive rod that activates the jaws was worn and twisted and broken off the drive rod thus making this instrument unusable in its current state. All of the instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer. We are unable to determine what caused the drive rod to be broken but mishandling of the device at the end user's facility is suspected.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the surgical laparoscopic procedure, the applier does not open the clamp and it is not possible to engage the clip.